Manufacturer narrative:
The t:slim pump user guide states that the auto-off feature can be set up to 24 hours or off. The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.

Event description:
It was reported that the customer would receive an auto-off alarm if the customer did not interact with the pump for an extended period of time. During troubleshooting with tandem technical support, the customer turned the auto-alarm safety feature off.